Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # 157452, m2a-magnum mod hd, lot # 595200; item # 192014, echo por fmrl nc 14x150mm, lot # 267560; item # 139268, m2a-magnum 52-60mm tpr insrt, lot # 715320. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10586, 0001825034-2018-10588.

Event description:
It was reported that a patient was revised for unknown reasons approximately 8 years post implantation. The femoral head and cup were revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Concomitant medical products : catalog number:139266 lot number:297970 brand name: m2a magnum taper insert, catalog number:x12-171313 lot number:961980 brand name: m2a magnum taper insert, catalog number:157452 lot number:143980 brand name: m2a magnum taper insert. Reported event was confirmed by review of op notes provided. Primary op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified patient was revised due to malposition of acetabular component. The acetabulum was found be well fixed but in retroversion. Additional information does not change the root cause of the investigation. A root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to malposition of the acetabular cup approximately 7 years post implantation. Attempts have been made and additional information on the reported event is unavailable.